Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect anti-hcv reagent has generated discrepant results on a patient sample. The initial result was reactive at s/co 1.02. The sample was tested twice and one result was non-reactive at s/co 0.76 and the other result was reactive at s/co 1.12. The account is questioning the results because they noted a downward shift in their internal quality control. The s/co value decreased from average of 1.1 to 0.85. There was no adverse impact to patient management reported.